Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaint devices used on the same patient. The three devices have been reported separately in manufacturer report #s 3005099803-2010-03064, 3005099803-2010-03127 and 30005099803-2010-03106. It was reported to boston scientific corporation that on (B)(6) 2010, two wallflex esophageal stents and one cre dilatation balloon were used to treat a patient's dysphagia stemming from esophageal cancer and a tumor present in the mid esophagus. On (B)(6) 2010, an 18x10 wallflex stent (the subject of MFR report # 3005099803-2010-03064) was placed during an egd procedure performed at (B)(6) hospital. Resolution clips were placed outside the friable tissue and the area was visualized under fluoroscopy. The stent was deployed successfully in the intended position in the patient's mid-to-distal esophagus. It was noted that the stent was fully opened except on the distal end, where it only opened to about 4-8 mm in diameter. The physician watched it for a few minutes, and checked it again, but the stent had not opened any further. The patient was re-scoped, and it was determined that there was a lot more tumor than expected. As a result, the stent could not fully open due to the tumor constricting the distal end of the stent. The physician made a single attempt to dilate the stent with an 18x20 cre balloon (the subject of MFR report # 30005099803-2010-03106). The stent opened slightly when dilated to 18, but the area at the tumor did not move. The physician decided to place another stent to bridge the stricture. They used a longer wallflex stent; an 18x12, (the subject of MFR report # 3005099803-2010-03127) and placed it through the first stent. This left the second stent extended distally across the stricture. The patient was checked and the stricture was bridged successfully. No complications were reported at the completion of this procedure. The patient was under conscious sedation, and showed no signs of distress. No free air was seen on fluoroscopy. The patient was "awake and talking" within one hour of the procedure. That same day, the patient was released from the hospital. The patient's condition was reported to be pain free and fine. No complications were reported. The next morning, the patient woke up with chest pain. Not wanting to drive to (B)(6) hospital, the patient went to (B)(6) hospital instead. The patient received pain medication and was sent home. The next day, the patient woke up with severe pain. He went back to (B)(6) hospital, where a scan revealed free air. The patient had a perforation and infection. No malfunction of either stent was noted. The patient was treated with antibiotics. The physician at (B)(6) hospital called (B)(6) hospital. The physician who performed the initial procedure was unavailable for consultation, but another physician at (B)(6) reviewed the case. That physician determined that "the dilation offered more for the perforation than the stents". The patient died on (B)(6) 2010. The physician assessed the perforation and death as related to the stents, but also stated that the patient had a complicated cardiac history and "this patient had so many bigger issues than what we were trying to treat with this stent". There were no reported malfunctions with either stent or with the dilation balloon.